Event description:
Based on trend analysis of complaints, it was determined this mobile x-ray, with extended rotation option, c-arc assembly braking mechanism / rotational lock will randomly not hold the arm in requested position for extended rotation if an external force is applied by the medical staff. The c-arm will move on its own. If the c-arm is "pushed" by medical staff there is potential of pt injury if a neurological or vessel catheterization procedure are being performed. There have been no reported injuries or mdrs due to this c-arm movement.